Event description:
The manufacturer was contacted in reference to dreamstation auto CPAP device. There was an allegation of black particles in the tubing. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.